Event description:
It was reported that: "the external blister package was attached to the inner blister package. When they peeled back the product to hand it over. It exposed the implant and created a risk of contaminations."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.